Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8416-70; serial/batch number: (B)(4); model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. It was noted that the infection was not device nor procedure related and the cause was unknown. The patient underwent an explant procedure.